Event description:
Reported as "needle or cartridge blocked and pressure blew needle off end of cartridge causing trauma to the pt. It had been working normally." This event is being reported due to possibility of a reportable injury occurring with a future incident.